Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 12, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the customer in resetting the pump as the customer did not have access to a charging pad at work. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and contact support if the issue reappears. The customer acknowledged and understood the instructions.